Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked for clarification on them feeling like it wasn't functioning quite were they wanted it to they stated that they had had a uti and had turned up the stimulation but once the uti went away they were comfortable with the original setting. The cause was not known and when asked "what steps" were taken to resolved the issue they stated that they returned it to the original setting. The issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-oct-23 (B)(4): information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient initially stated they have never had any problems with their implant and stated it has worked very well. Pt stated they have been pleased about that. Pt inquired about when they should have their implants checked again. Redirected pt to their managing healthcare provide to discuss device management.the patient then later reported that recently they turned stimulation up a little bit because they felt like it wasn't functioning quite where they wanted it to. Pt stated they were explained to that in a few years they may have to turn therapy up (agent unable to hear what else pt said at this point in the call). The agent asked for clarification if the patient was still getting a 50% reduction in symptoms, and the patient stated yes, but then reported they were urinating a lot and thought something was going on, so the patient increased stimulation by "2 points.". Pt stated this occurred about 2¿3 months ago, probably. The agent did not ask about the circumstances that led to the reported issue. Documented information was provided and focused on the patient's reason for calling (MRI guidelines). The patient inquired about getting an MRI of his right shoulder. Reviewed MRI guidelines. Pt stated they will follow up with hcp to discuss MRI guidelines and see if a cat scan is okay. The patient mentioned they were hospitalized this year because they hit their head real hard, and the patient stated they told their healthcare provider they couldn't have an MRI because they knew that. Pt mentioned they've had cat scans. The agent emailed a request for device registration. Patient made a comment that when they went on the website (medtronic.com/bladdertherapy), pt stated it was all in french, and pt stated they do read french, so they had it translated, but then it said the page was no longer available, so pt stated, "that was kind of confusing.". The agent emailed the patient's website. Pt made a comment that they have two pages that they gave pt at the hospital on the date of the implant and stated the rep was there on the date of the implant and explained everything very well, so pt stated they were thrilled about that.additional information was received from the patient on 2023-11-13, (B)(6) they reported that for symptoms control, it was functioning well, but it was their body that was not. Functioning well, they had the battery replaced and returned to original settings and the issue has resolved